Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device obtained an incorrect ECG signal. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medicalcorporation for evaluation. Instead, the data file of the customer's report was provided. Review of the data file did show the error message related to the customer's report. However, without receipt of the device, root cause evaluation could not be peformed. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5 and h6 (device code). Device evaluation: the device was returned to zoll medical corporation; the customer's report was observed during review of the device's history log. However, the reported problem could not be duplicated with the device. An internal inspection resulted in no findings. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend. This report was inadvertently submitted as this product does not meet zoll's reportability requirements of being distributed in the united states.

Event description:
Complainant alleged that during functional testing, the device obtained an incorrect ECG signal and failed for high impedance. Complainant indicated that there was no patient involvement in the reported malfunction.